Event description:
It was reported to boston scientific corporation in 2006 that an extractor rx retrieval balloon was used during a procedure the same day (patient gender, age and weight unknown). According to the complainant, during the procedure, the physician was attempting to remove stones from the common bile duct when the balloon broke. The debris from the balloon detached from the catheter and was left in the patient to pass via normal peristalsis. Another extractor device was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences to the patient. Other (balloon broke - burst/rupture not confirmed). Component(s), detachment of. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.